Event description:
It is reported that an unknown pin was found on the post-op x-ray the day after surgery.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. No product was returned. The item and lot number of the locating pin is unknown. The surgical notes were not available. The information submitted within the per is all the information provided. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.